Manufacturer narrative:
(B)(4). The device evaluation/on site servicing has not yet been completed. A follow-up report will be submitted when additional information is obtained.

Event description:
It was reported that the patient has expired. The date of patient's death and implant duration were not provided. It is unknown if the death was device related. No further details were reported.

Manufacturer narrative:
(B)(4). The actual device was evaluated and the reported condition of the water leak of the unit was confirmed. The root cause of the reported condition was determined to be broken tubing. Appropriate corrective action was taken to resolve the issue by performing all the necessary tests, calibrations and repairs. The tubing was replaced to fix the reported condition. The device was tested as per baxter operating procedures and protocols and passed all testing. There was no patient injury or medical intervention associated with this complaint.

Event description:
A customer contacted baxter (B)(4) to report that a tina single pump hemodialysis machine had a water leak. It is unknown at this time if the leak occurred during patient use. There was no patient injury or medical intervention reported. No further information is available at this time.